Manufacturer narrative:
The fsr replaced the pump display. Verification/release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia pump screen did not turn on. As mitigation, the pump was controlled via the central control monitor (ccm) and the screen turned back on when troubleshooting. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The screen was returned and was found to be physically damaged.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. Per data log review: per the manufacturer's technical support specialist, on 07aug2023 the user attempted to power cycle the unit several times. It appeared that the roller pump came back on, or the user decided to use it since the central control monitor (ccm) was displaying pump values indicating that the pump module was operating. The display not turning on could not be confirmed from the logs. During laboratory analysis, the product surveillance technician (pst) connected the roller pump display assembly to lab use only (luo) testing equipment. The display output and membrane panel function were both verified. There were no functional issues observed. It was determined that the roller pump display assembly met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.